Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter the sheath. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was used prepped and used in accordance with the instructions for use (IFU). The device was used in a transfemoral cerebral angiogram (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was flushed prior to use and flush maintained. There was no visible damage to the atraumatic tip that may have caused the difficulty to insert. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant remained in the manufacturing position, but it was exposed.

Manufacturer narrative:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter the sheath. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was prepped and used in accordance with the instructions for use (IFU). The device was used in a transfemoral cerebral angiogram (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was flushed prior to use and flush maintained. There was no visible damage to the atraumatic tip that may have caused the difficulty to insert. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that buttons 1 and 2 were not depressed. The stopcock was set in the open position. The sealant remained in its manufactured position; nevertheless, it was exposed due to a frayed/split/torn condition observed to the sleeves that resulted in loss of the protection provided to the sealant. The catheter sheath introducer (csi) and syringe used in the procedure were not returned. No other outstanding details were noticed. Per functional analysis, an insertion/withdrawal simulation and a deployment functional test were performed with a cordis lab sample corresponding csi due to the conditions observed where the sealant could be considered as prematurely deployed. During this analysis, it was concluded that no friction or resistance was present on the device as received to complete the insertion and withdrawal into the corresponding csi, along with an adequate deployment mechanism state, where the exposure of the sealant and balloon retraction triggering were not compromised. Per microscopic analysis, the sealant sleeves were inspected under the vision system to obtain a magnified image. During this analysis, the frayed/split/torn conditions observed initially were confirmed along with a premature exposure of the sealant that was found in its manufactured position and swelled with evidence of blood exposure. The reported event of ¿mynx control system-impeded¿ was not confirmed through analysis of the returned device since the device passed functional analysis with the insertion/withdraw test on the lab sample csi. However, an additional condition of ¿mynx control system-deployment difficulty-premature¿ was noted due to the exposed sealant from frayed/split/torn sealant sleeves. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the exposed sealant and frayed/split/torn sealant sleeves noted during visual analysis. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the procedural sheath (which was not returned for analysis) are likely since the device could be inserted/withdrawn with no resistance felt during functional analysis. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure and noted condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.